Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A doctor reported that during a procedure, the cassette was not latched properly and a patient experienced an unstable anterior chamber during volume control of fluid. There was no harm to the patient. Add'l info has been requested.